Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2017 due to cerebrovascular accident (cva) subarachnoid hemorrhage (sah). It was reported that the patient fell at home and drove to a family member's house due to not feeling well. The patient arrived at the emergency room with leg weakness and headache. A CT scan showed cerebral bleeding. The patient's condition deteriorated quickly. The patient was not a surgical candidate and treatment was withdrawn. At the time of the event the patient's inr was 6.47; the patient's baseline was 1.8 - 2.5. It was unknown if the fall was mechanical or if the due to the stroke. The patient was alone at the time and the lvad clinician was not provided with additional information. Per the lvad clinician, the patient probably tripped as there was no report of dizziness. The center reportedly did not believe that the cause of the fall was due to any lvad equipment or tripping over equipment. It was unknown if the fall was due to any lvad device issues. No additional information was reported.

Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.